Manufacturer narrative:
D10: (B)(6), 02-010-06-0350 - tru cc femoral size 5 right, (B)(6), 02-010-06-0551 - tru post. Aug. Size 5, 5mm, (B)(6), 02-010-06-0551 - tru post. Aug. Size 5, 5mm, (B)(6), 02-010-06-0552 - tru post. Aug. Size 5, 10mm, (B)(6), 204-34-16 - stem extension w/slot 160l x14 mm, (B)(6), 208-10-15 - cc femoral aug screw 15mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It is reported via legal notification approximately 24 months after a right knee revision surgery, the patient has experienced pain in his right knee. No surgical or medical interventions were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022. 02-012-65-5015 - logic cc tib insert size 5, 15mm serial: (B)(6), 510k: k150890, UDI: (B)(4), product code: jwh, x-ray: no, operative notes: no. Concomitant devices:

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected h6 health effect clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. B3: date of event is unknown. D6b: explant date is unknown. The pain and prosthesis wear reported cannot be confirmed as the devises have not been revised. The reason for the legal filing may have been due to the inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations could not be assessed as the devices remain implanted and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.